Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow-up, there were noise and over-sensing on the right atrial (ra) lead channel. Over-sensing on the ra channel caused ventricular pacing at max track rate. There was no pacing inhibition. Ra lead insulation issues was suspected. At this time. The plan is to continue monitoring the patient. Additional information has been requested regarding the event resolution, but no response was received from the clinic. This ra lead remains in service. No adverse patient effects were reported.